Manufacturer narrative:
Bayer service completed an injector checkout on (B)(6) 2022. The injector system (serial number (B)(4)) was found to perform to specifications. The customer reported that the disposables used during the occurrence were discarded and unavailable for return; however, the customer was able to provide lot numbers of the medrad® stellant disposables used during the incident. Bayer product analysis evaluated and functionally tested retained samples of the subject lot numbers. The retained disposables were found to perform to specifications. An offer for additional applications training has been made and declined by the site. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
The following report was received from a bayer service representative: the site reported that a (B)(6) patient had suffered an extravasation while connected to a medrad® stellant CT injection system. Post procedure the patient was treated by elevation of the affected extremity with a cold compress and sent home. Later the patient was reported to return to the emergency department for additional care. A request for additional details was made and acknowledged by the customer; however no further information has been provided to date.